Event description:
Unable to prime tubing with medication syringe. When attempt made to force fluid (med) through tubing the force caused the "wrags" of the medication syringe rendering it useless to freedom 60 pump.